Event description:
It was reported that one day post implant of the implantable cardiac monitor (icm) the electrogram (ECG) strip showed a long flat ECG, nonphysiological entrance and exit to tracing which some what appear to be noise or extra deflections. It is unknown whether there was any medical intervention. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.